Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an unknown error message and that the meter was testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issues occurred in (B)(6) 2015. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management in response to the alleged issue. The patient reported that at an unknown time after the alleged issue she developed a symptom of "blurry vision", however denied receiving any treatment. During troubleshooting the cca noted that the patient did not have testing supplies to troubleshoot. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious injury after the alleged meter issues occurred.